Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device had wiring disconnection (disconnection of wiring in camera unit). There was no patient involvement in this reported event.